Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported right side ¿rupture¿. Device remains implanted.

Event description:
Patient reported ¿ruptures¿. Healthcare professional confirmed right side rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient's spouse reported right side ¿rupture¿. Device has been explanted and replaced. The device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported ¿ruptures¿. Healthcare professional confirmed right side rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d.6a, g2.

Event description:
Healthcare professional confirmed right side rupture. This record is for the right side. Device remains implanted.